Event description:
A report was made regarding an air bubble in the insulin pump cartridge, which caused significant dissatisfaction for the customer. There was no reported impact to the customer's blood glucose level. The customer contacted technical support but was unable to complete the troubleshooting process at that time and was advised to call back when they are able to proceed with further troubleshooting.